Event description:
It was reported that the patient¿s blood glucose level rose to 22.1 mmol/l (397.8 mg/dl) while wearing the pod between 5 and 24 hours. The reporter stated the cannula was not properly inserted into the infusion site, and the adhesive was not sticking well to the skin. It was further reported that bubbles were observed in the pod viewing window, and the pink slide did not move forward, indicating a needle mechanism failure. Upon removal of the pod, the cannula was found to be flattened. As treatment, a new pod was applied.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation, as it was discarded. We are unable to confirm the reported needle mechanism failure, bent cannula, and cannula not properly inserting or determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly, and the soft cannula is inspected for any damage. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may, not align with the device configuration reported in this section as this data is pulled from, our cloud based on the reported date of event.